Event description:
Patient's father contacted dexcom technical support on (B)(6) 2013 to report that there is a possibility that sensor may have remained inside patient's body. Patient has sought medical intervention for advice and patient's father is monitoring patient's condition. The insertion site is not presenting any infection but a red bump. At the time of his call to dexcom technical support, patient's father reports that patient was complaining of pain but says that patient is only 2 years and does not understand fully the concept of pain.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even inthe absence of any evidence of physical harm or necessity for intervention.